Manufacturer narrative:
(B)(4). The customer returned one guide wire inserted through the catheter from the catheter over needle subassembly. Signs-of-use in the form of biological material was observed on the guide wire. Visual analysis revealed that the guide wire was severely kinked in two locations. This subsequently made the distal j-bend to be slightly misshapen. In addition to the guide wire, the catheter body also appeared slightly kinked/crimped directly adjacent to the hub. Microscopic examination confirmed the kinks on the guide wire and the catheter. The distal and proximal welds appeared spherical and intact. The appearance of the damage appears consistent with undue force encountered during insertion. The kinks in the guide wire measured 298mm and 321mm from the proximal weld. The guide wire total length measured 456mm, which is within the specification limits of 449.2mm-458.8mm per the guide wire graphic. The guide wire outer diameter measured .44mm, which is within the specification limits of .432mm-.457mm per the guide wire graphic. The total catheter length measured 2.736" , which is within the specification limits of 2.730"-2.745" per the catheter over needle graphic. The catheter outer diameter measured .0355", which is within the specification limits of .034"-.036" per the catheter extrusion graphic. The catheter body inner diameter at the proximal end measured .025", which is within the specification limits of .024"-.026" per the catheter extrusion graphic. The catheter was inserted over the guide wire. Little to no resistance was observed on the functional section of the guide wire; however, the guide wire met major resistance at the kinks. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of guide wire catheter resistance-kinked was confirmed through complaint investigation. Visual analysis revealed two major kinks on the guide wire and subsequent damage on the catheter body. The guide wire and the catheter met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the spring wire guide is kinked during use on patient. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
(B)(4).